Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m246 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m246 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs are still in process. A final report will be filed when the analysis is complete. (B)(4) . N.s. (B)(6)2024

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The nurse stated she noticed a blood leak coming from the collect line tubing that is connected to the collect line pressure dome. The customer reported 830ml of whole blood was processed at the time the leak occurred. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the kit and photographs for investigation.

Manufacturer narrative:
The complaint kit and photographs were returned by the customer for evaluation. Review of the photographs verify the tubing leak at the location of the collect line tubing and pressure dome. Examination of the received kit verified the leak at the bond between the collect pressure dome and the tubing. The collect line tubing and pressure dome was pressure tested to check for leaks and a leak was verified at the bond between the collect pressure dome and tubing. The tubing leak from the bond port indicates the solvent bond joint was insufficient. A material trace of the red stripe paratube and pressure dome assembly used to manufacture lot m246 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause of the tubing leak was most likely due to manufacturing operator error during the tube bonding operation. Retraining was completed with bonding operators to reinforce proper tube bonding instructions. No further action is required at this time. This investigation is now complete. (B)(4); n.s. 18-nov-2024.